Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The vio integrated electrosurgical unit (iesu) was analyzed and the reported failure was confirmed and reproduced. The front bezel was noted to be cracked.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the integrated electrosurgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, monopolar energy was not firing intermittently. There were no delays during the surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. Isi technical support was not contacted for troubleshooting. The customer had restarted the integrated electrosurgical unit (iesu), changed ports, and reseated the instruments. The surgeon completed the procedure using only bipolar energy from the same iesu.